Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Blocks e1 & g2: country is spain. Block h3: at the customer site, a field service engineer replaced the bub. The system was returned for use. During the device evaluation, thermal damage was confirmed on the bub (+24v connector). Block h6: the probable cause of the thermal damage to the +24v connector is likely due to an internal component failure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during preventative maintenance for the core system, the pressure guide was not working properly. A field service engineer was on site and replaced the bub, and the system was returned for use. There was no patient involvement and no user injury reported. During the device evaluation, thermal damage was observed on the bub (+24v connector). This product problem is being reported due to the confirmed thermal damage, resulting in a potential for harm.